Event description:
It was reported during the preparation of the microcatheter that the outer covering came apart. There was no patient involvement, as this occurred during preparation.

Event description:
It was reported during the preparation of the microcatheter that the outer covering came apart. There was no patient involvement, as this occurred during preparation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the microdelivery catheter proximal outer shaft was stretched and damaged. The proximal shaft outer layer was detached. The inner braided layer was still intact. The microdelivery catheter was kinked under the strain relief. The stabilizer catheter was bent, kinked and separated. The stabilizer catheter was jammed in the microdelivery. The stent was in its intended location, and was removed by cutting the microdelivery catheter and pushing it out with a mandrel. Blood was observed on the stent; however, no other anomalies were noted. Per the information received, this device was not used inside the patient; however, the blood observed in the microcatheter distal end and in the stent is an indication of inadequate flush. A definitive root cause could not be determined as conflicting information was received.